Event description:
Six pt samples with discrepant sodium results. Same sample used for repeat testing on same analyzer. Pt 1, initial result gave 128 mmol/l; repeat gave 129 mmol/l. Pt 2, initial result gave 129 mmol/l; repeat gave 135 mmol/l. Pt 3, initial result gave 130 mmol/l; repeat gave 139 mmol/l. Pt 4, initial result gave 128 mmol/l; repeat gave 135 mmol/l. Pt 5 initial result gave 121 mmol/l; repeat gave 131 mmol/l. Pt 6, initial result gave 124 mmol/l; repeat gave 130 mmol/l. Erroneous results were not reported. The field svc rep was unable to determine the cause for the discrepancies. Performance tests were performed which were within specs.